Manufacturer narrative:
Final product manufacturing and qc record for cov1120163. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with the dmr. The test results of retention samples from cov1120163 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
Invalid result (s). Customer had no lines on test cartridge. He confirmed he put the sample in the correct well and waited 15 min. But no lines appeared. He did put in 4 drops. He was unable to provide a picture of the cassette. Test pouch only open 5 min. Before use.